Event description:
It was reported that the patient underwent surgical intervention on 11 may 2022 where the ipg was relocated for comfort. Patient was doing great post-operatively.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.